Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted: the device was returned with the handle in the open position and basket formation in the closed position, the support sheath was severed 1 mm from the nose of male luer lock adapter (mlla), the support sheath points of separation had mating fractures, the remaining support sheath and basket sheath were attached, when the handle was in the open position, 3 cm of coil was exposed between the support sheath points of separation, there was a kink in the exposed coil 1.5 cm from the mlla [handle in the open position], and there was a kink in the basket sheath 88.5 cm from distal tip. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The purple support sheath was separated near the handle, preventing the motion of the handle from functioning the basket. The basket sheath was also found to be kinked in multiple locations. It is possible the device was damaged from handling during use. The IFU contains a precaution not to use excessive force to manipulate the device or damage may occur. The handling of the device was unknown, so a definitive cause for the damage could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a transurethral ureterolithotripsy (tul) procedure using a ncircle tipless stone extractor, "the root of the catheter/the purple sheath part got damaged." A second ncircle tipless stone extractor was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.